Manufacturer narrative:
Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences ¿clinical technical summary for complaints-conduction disturbances/ heart block¿, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. In additional to the mechanisms described above, the patient¿s pre-existing complete right bundle block likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by an affiliate in (B)(6), during a transfemoral tavr procedure, after balloon aortic valvuloplasty (bav) was performed with a 20 mm edward¿s balloon catheter, complete av block occurred. Temporary pacing was initiated. The sapien 3 valve was implanted in the intended 80:20 aortic/ventricular (a/v) position with trivial aortic regurgitation.  The av block remained and the patient was transferred from the room with the temporary pacemaker in place. A permanent pacemaker was scheduled to be implanted at the end of next week of the tavr procedure; however, it was unknown whether a permanent pacemaker was implanted or not. On postoperative day 12, the patient passed away due to the complete av block.

Event description:
Additional information:  the patient refused implantation of a permanent pacemaker (ppm) and a ppm was not implanted. As the patient became unquiet, the patient was planned to be discharged. It was unknown whether the patient passed away in the hospital or out of the hospital.